Event description:
Exposed wire was noted on the new, fresh out of package pulse oximeter. Replaced with another new pulse ox. Massimo reference number 2329 from packaging. Expiration date of 2028-10-01, 25k1k on packaging beside expiration date. No patient harm.